Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex m100 set, there was "leakage at pre-blood pump line as air bubbles were seen along the line". There was no report of patient injury or medical intervention associated with this event. No additional information is available.